Event description:
The patient reported having trouble with the pen needle 31g 8 mm 5/16 short stated the needles are too long and causing to bleed more. No further information, dates, or details reported. Indication unknown.